Event description:
The system was removed 3 weeks after implant due to infection. No pt symptoms were reported. The medication being delivered via the pump was not reported. Additional info has been requested from the health care professional, a follow-up report will be sent if additional info becomes available.